Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and confirmed the atrial impedance has been very stable in the 500 ohm range. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited one out of range pacing impedance measurement on the atrial channel which was greater than 2000 ohms. No adverse patient effects were reported.